Event description:
It was reported the deep brain stimulator (dbs) was working well but the patient had a minor stroke 3 days prior to report and had to go to the hospital but the patient was ¿fine now.¿ they were able to turn the stimulator off so they could do a test and then turn it back on ¿which was a big help.¿ they ¿seemed to not think¿ the stroke was related to the dbs implants. Please refer to manufacturer report #3004209178-2014-23667 for information on the patient's concomitant system.

Event description:
A consumer later reported that the patient had just about completely recovered from the minor stroke. The deep brain stimulator had always worked well and there had never been any issues. There were no fall or traumas associated with the event.

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0301149v, implanted: (B)(6) 2003, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3389-40, lot# j0230871v, implanted: (B)(6) 2002, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).